Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 208 mg/dl at the time of incident. The customer performed fixed and the insulin did exit. The customer stated that they found that the cannula was bent after removing the infusion set. The customer performed fixed again and the insulin did not exit. The customer was advised to change out the infusion set. The infusion set will be returned for analysis.